Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, it was found that the patient line had not been properly primed. Patient extensions were in use and were not properly primed. The technical service representative (tsr) explained air alarm. The home patient (hp) would start over with new supplies and call the registered nurse (rn). The tsr had the hp cycle the power to the hc. The hc alarmed with a system error 2367. The power was cycled again to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. During troubleshooting, it was found that neither the patient line nor the patient line extensions had been properly primed. Per baxter labeling, users are instructed to verify that the patient line is properly primed when performing peritoneal dialysis therapy. If additional relevant information is received, a follow-up will be submitted.